Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h352 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h352 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The complaint kit, smart card, and photographs were returned for evaluation. A review of the data recorded on the returned smart card verified an alarm #7: blood leak? (Centrifuge chamber) occurred after 243 ml of whole blood was processed. Evaluation of the customer provided photographs verify the centrifuge bowl broke as blood splatter is seen on the centrifuge chamber walls, and the bowl is in pieces at the bottom of the centrifuge chamber. The centrifuge bowl base appears to be intact and contained within the centrifuge bowl holder of the cellex instrument. Examination of the returned kit showed the circumference of the outer centrifuge bowl was missing the weld joint; indicating the break occurred in the material and not at the weld joint. A material trace of the bowl assembly and its components used to build lot h352 found no related non-conformances. A device history record review of kit lot h352 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a break in the outer bowl material; however, the cause for the break in the outer bowl material could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 243 ml of whole blood was processed at the time the break occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable and would start a new treatment on a different cellex instrument. The customer returned the kit, smart card, and photographs for investigation.